Event description:
Additional information was received that surgery occurred in which the leads were explanted and replaced, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16676. It was reported that x-ray imaging confirmed that the patient's leads migrated, and therapy was lost. As a result, surgery may occur to address the issue.